Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient did not know the concentration of the morphine but said the dose was ¿100 something¿. The patient¿s medical history included a gastric bypass in 2001 and ibs (irritable bowel syndrome). The indication for pump use was spinal pain. On (B)(6) 2018 the patient reported that the pump was implanted on her left side and had started to move down a week to 10 days ago. It started out under her rib cage but had moved down some. The patient believed it may have been due to swelling. Per the patient, she had the pump filled for the first time last wednesday and the doctor wanted her to come in every 2 weeks to make sure the dosage was correct. The doctor had warned her that if after the refill she woke up and was ¿looney or not lucid¿ to get to the office immediately. She didn¿t need to go back to the office, but she did go into withdrawal the next morning because she was trying to go without oral medication. By 10 am she knew she was going into withdrawal because her nose was running and she was yawning a lot. Per the patient, the pump was working great and doing was it was supposed to do for her. She only had to take one 10 mg oral methadone pill in the morning. She was previously on 30-50 mg per day. Her next appointment was scheduled for next wednesday. No further complications have been reported as a result of this event.